Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridges with 300 units of insulin during the load sequence. Reportedly, the customer was using cold insulin to fill the cartridges and pre-filling the cartridges weeks ahead of loading the cartridge. Tandem technical support educated the customer to use room temperature insulin as well as to only fill the cartridge right before loading it onto the pump. A new cartridge was loaded successfully to resolve the issue. There was no adverse impact to the customer's blood glucose level.